Manufacturer narrative:
Customer reported to FDA under medwatch (B)(4). A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). A total of nine used samples were returned for evaluation. The customer was unable to provide information on which sample was used on which patient. The samples are being processed for evaluation. All information reasonably known as of 20 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced sixteen different incidences, which were associated with separate units, involving sixteen different patients. This is the fifteenth of sixteen reports. Refer to 8030647-2018-00070 for the first patient , refer to 8030647-2018-00071 for the second patient , refer to 8030647-2018-00072 for the third patient , refer to 8030647-2018-00073 for the fourth patient , refer to 8030647-2018-00074 for the fifth patient , refer to 8030647-2018-00075 for the sixth patient , refer to 8030647-2018-00076 for the seventh patient, refer to 8030647-2018-00077 for the eighth patient , refer to 8030647-2018-00078 for the ninth patient , refer to 8030647-2018-00079 for the tenth patient , refer to 8030647-2018-00080 for the eleventh patient , refer to 8030647-2018-00081 for the twelfth patient , refer to 8030647-2018-00082 for the thirteenth patient , refer to 8030647-2018-00083 for the fourteenth patient , refer to 8030647-2018-00085 for the sixteenth patient . It was reported that "while in use on a ventilated patient, the respiratory therapist found the flex tube disconnecting on its own between the actual suction catheter. No patient harm." No further information was provided.

Manufacturer narrative:
Samples were returned for evaluation. The customer was unable to provide information on which sample that was used on which patient. On all samples: the male insert of the dse (double swivel elbow) was examined. There is no visible damage to the manifold or to the male insert. The male insert swivels. All of the samples were received with the flex connectors attached to the male inserts of the dses. No product packaging was received with any of these samples. The flex connector was pushed completely down on the male insert, contacting the flange of the dse. The day sticker had been wrapped around the 15mm end of the flex connector, but was not positioned to aid in maintaining the attachment. On all samples the flex connectors were removed and replaced, stopping at the point at which initial resistance was felt. On some of the samples the dse male insert rotated intermittently with the flex connector and some did not. No root cause was identified the device history records have been reviewed for lot numbers in question. Product met manufacturing procedures and was accepted by quality assurance inspections. There were no issues or defects found. All information reasonably known as of 11apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).